Manufacturer narrative:
Continuation of d10: case parts was added to section d information references the main component of the system. Other relevant device(s) are: product ID:(sw kit 9735740), software version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case, the sagittal view of the spine "flipped orientation" without input from the surgeon. Technical services had the representative send images of the image acquisition screen and navigation. It was informed that sagittal views cannot be rotated. Surgical delay and patient outcome were pending.

Manufacturer narrative:
H3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended.  Codes b01, c19 and d14 apply.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no patient impact and no surgical delay. Patient demographics were asked but unknown.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs and archive were reviewed. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The analyst tried to reproduce in-house but they were not able to reproduce it. The logs captured that the site used the spinal fusion procedure and used the imaging system auto registration and did one successful spin and went until the navigation task. The logs did not capture any abnormalities related to the reported behavior of flipping the orientation in sagittal view of the spine. As archive had one imaging system image (0.83 mm slice spacing and thickness) with 192 slices but, no abnormalities were seen as reported issue. Code d15 and previously reported codes b01 and c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.